Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was used to cannulate the duct. The patients anatomy was abnormal due to a previous bill roth ii procedure, therefore, the autotome had to be completely rotated for the sphincterotomy to be made. After applying cautery to the device the cut wire broke at one end. No part of the cut wire detached inside the patient. The procedure was completed with a hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was used to cannulate the duct. The patients anatomy was abnormal due to a previous bill roth ii procedure, therefore, the autotome had to be completely rotated for the sphincterotomy to be made. After applying cautery to the device the cut wire broke at one end. No part of the cut wire detached inside the patient. The procedure was completed with a hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned autotome rx revealed that the cut wire was broken at approximately 19mm from the distal pierce hole. One end of the broken cut wire was attached to the anchor at the distal pierce hole. The other end of the wire had retracted inside the lumen of the extrusion through the proximal pierce hole. Both broken ends appeared burnt/blackened. Based on the product analysis, operational context contributed to this event.